Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, postbleeding occurred. The surgeon performed a re-operation and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.